Manufacturer narrative:
Patient information was unavailable. No parts have been received by the manufacturer for evaluation. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a procedure. It was reported that during the cleaning after the procedure, it was noted that the guide wire could not be removed from the drill guide and the site was requesting repair. The procedure had been completed and there was no reported impact to the patient outcome. There was no reported surgical delay due to this issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that the procedure was a cervical case, but it was unknown whether it was a laminoplasty.

Manufacturer narrative:
Additional information: the cannula was returned to the manufacturer for analysis. Analysis found that an unknown tool, not a guide wire, had been inserted into the cannula and was now stuck. The diameter of the unknown tool was nearly the same as the cannula. It was not possible to separate the two pieces. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that the procedure type was a cervical laminoplasty.